Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection noted a hairline crack at the female luer component (at the back-check valve line); fluid was observed to be leaking from the crack during leak testing. No other damage or defects were observed. The root cause of the leak was a crack at the female luer component. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak occurred from a crack near the y-connector. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.